Manufacturer narrative:
The handpiece and wire collet have been returned to the manufacturer and an investigation is expected.

Event description:
It was reported that while driving a k-wire during a great toe procedure metal shavings fell into the surgical site. The shavings were removed through irrigation and suction and an antibiotics was prescribed as a precautionary measure.